Event description:
It was reported that this patient underwent a therapy upgrade procedure. The patient then took home the old, implanted device and it was found that this device was in safety mode. The patients home monitoring system read the old, implanted device, due to the new device not being enrolled in the system. Technical services was contacted and provided guidance for the home monitoring setup. No adverse patient effects were reported.